Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implant at tooth site # 8 was removed due to pain. Patient complained of pain at implant site, inflammation found at implant site and implant removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx37b11, (tsx implant, 3.7mmd, 11.5mml) for evaluation (images are attached in the complaint). Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. Cal3845; due: aug 27, 2024. DHR review was completed for the subject lot number 1273577. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273577 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.